Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The device required custom programming to disable measurement, to prevent hourly oversensing on the pl1, due to high amplitudes. There were no patient consequences reported.